Manufacturer narrative:
The initial MDR 2432235-2015-00516 was filed on november 09, 2015.corrected information (11/16/2015): the samples were repeated on the same instrument after troubleshooting.

Event description:
The samples were repeated on the same instrument after troubleshooting.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that acid was mistakenly loaded in the wash 1 station. Ccc instructed the customer to remove the bulk bottle and reservoir, dump the contents, rinse the reservoir with wash one solution and re-install the wash one reservoir containing wash one . Ccc further instructed the customer to go into diagnostic tools an prime the system fluid bottle a few times and then prime the fluid lines and recalibrate. The cause of the discordant tsh and vitamin d results was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated vitamin d result and discordant, falsely low thyroid stimulating hormone (tsh) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were repeated, and corrected results were reported to the physician(s). It is unknown on which instrument the samples were repeated on. There are no reports of patient intervention or adverse health consequences due to the discordant vitamin d and tsh results.